Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. Visual examination shows that the shape of the returned unit is altered using the stylet wire. Further examination shows that there is air contained in the tracheal cuff. The stylet wire was removed from the tubing and 3mls of air was removed from the tracheal cuff body. The stylet wire was removed from the tubing and the returned unit re-inflated/deflated. The returned unit inflated/deflated without any restriction noted. The returned unit was leak tested under water and no leakage was detected. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff would not inflate. There was no patient involvement.